Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced rising blood glucose after lunch following an infusion set change performed after the meal while using the ilet, with remote review showing glucose at 273 mg/dl trending to 271 mg/dl before decreasing after reinsertion and a successful fill cannula; the user observed a small amount of blood at the prior site, the old cannula was not visibly bent, an adhesive misapplication occurred requiring a new infusion set, and replacement supplies were arranged. Symptoms included hyperglycemia. Outcomes included troubleshooting and education with continued monitoring at home and no alerts or alarms. Investigation included remote data review and user-guided inspection of the prior infusion site and cannula, along with placement of a new set avoiding scar tissue and alcohol skin prep. Investigation of this case revealed no device alarms or confirmed device malfunction, with the event consistent with infusion site or set-related delivery disruption and subsequent resolution after site replacement and fill. It was concluded, based on similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.